Manufacturer narrative:
The device will not be returned due to iata regulations. When available, a failure analysis will be submitted as a follow-up report.

Event description:
The user requested a check of products because of electrolyte leakage of dacapo power pack. Neither injury nor degradation of health were reported. The user did not come into contact with the leaking electrolyte.

Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device. In addition, the user did not come into contact with the leaking electrolyte as the leakage had not occurred with the user.

Event description:
The user requested a check of product because of electrolyte leakage of dacapo power pack. Neither injury nor degradation of health were reported. The user did not come into contact with the leaking electrolyte as the leakage had not occurred with the user.